Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the safe-t plus thoracentesis/paracentesis catheter left in the patient was "too flexible/pliable" after removing the needle, requiring an incision to obtain appropriate drainage. The following information was provided by the initial reporter: "according to their report the catheter that is left in the patient after removing the needle is too flexible/pliable. This causes the physician to have to use 2 sometimes 3 kits to gain appropriate access. It was noted especially when using the product for paracentesis they often have to make an incision to obtain appropriate drainage whereas with prior products no incision was required. This increases the risk for bleeding and leakage. The pressure of the adipose layer occludes the catheter due to its extreme flexibility making the product ineffective for its intent."